Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported patient effects. The reported patient effect of asd (atrial perforation), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of asd appears to be related to procedural conditions, as the sgc is advanced through the septum in order to gain access to the left atrium for positioning. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the atrial septal defect (asd). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was advanced to the left atrium and used without issue. Two clips were implanted, reducing the mr to 1. After the sgc was removed, a large asd was observed; therefore, an asd occluder was placed for treatment. The patient was confirmed to be stable. No additional information was provided.